Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. Slight evidence of blood was observed on the device indicating clinical use. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The following measurements were taken; the inner delivery tube diameter was measured as 0.195 in. The outer diameter was measured as 0.218 in. The length of the delivery tube was measured at 2.499 in. ((B)(4)). The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint "failure to deploy" was not confirmed. Internal complaint number trackwise #(B)(4). Autonumber (B)(4).

Manufacturer narrative:
The device has not yet been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm malfunctioned and misfired during the procedure. The rep indicated that he was told that it simply "misfired" and that they opened a 2nd device and everything loaded and fired properly. The hospital did not report any patient effects.